Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, it was observed that high voltage impedance trend of the right ventricular lead had increased for a period when patient was hospitalized for hf and kidney disease. The other electrical parameters were stable. The physician decided to take no action. Paient's condition is good.